Event description:
The customer reported that the insulin pump alarmed an error alarm and had a blank display. Troubleshooting was performed. The device was rested and the display still did not return. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display. Problem isolated to the interface board.